Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the device, and the unit had a hole in the outer hose, the muffler tube was bent, and had internal damage likely caused by operating the unit with insufficient lubrication. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had a noise problem. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No additional info provided. The date of the event is unk.